Event description:
Home pt (hp) contacted baxter's tech svc line regarding problems home pt was having during the priming cycle of home pt's homechoice treatment. Hp was unable to get the pt line of the homechoice set to prime completely. When hp attempted to reprime the homechoice set home pt accidentally made the homechoice machine go into initial drain, prior to hp being connected. The operational svc rep (osr) assisted home pt in ending home pt's treatment early. Hp then setup with new supplies to complete home pt's therapy. No pt injury or medical intervention was associated with this incident, per hp, however, hp also mentioned that home pt had an incident last week where the pt line of the homechoice set was primed completely but during treatment home pt experienced extreme pain in home pt's shoulders. Reportedly, the pain has subsided. Hp's nurse suspected hp to have been infused with air, due to the symptoms home pt was having. No medical intervention was associated with this incident, per rn.